Manufacturer narrative:
The reported event of power consumption issue could not be confirmed on the returned battery. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did reveal any communication error events involving this battery during the analyzed period. However, bench level analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Power consumption of the device was found to be nominal and indicative of a functional device. No failure detected, the reported event could not be duplicated at the bench level. However it is quite possible that what the patient thought he was experiencing (power consumption issue) was really the communication errors he was experiencing (critical battery alarm, power disconnect alarm). This may cause the patient to believe that the battery is draining quickly. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad equipment manager that during a clinic visit, this patient complained that once this particular battery reached about 50% charge it would start alarming a low priority battery disconnect alarm. The patient checked the connection and saw no issues. The battery was exchanged with no consequence or impact to the patient. No further information was provided.